Event description:
It was reported that post implant the patient had a return of heart failure (hf) symptoms and the right ventricular (rv) lead had high threshold; however the patient was being closely monitored. It was also reported that the patient later presented with pleuritic chest pain and found to have pericardial effusion that required draining. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).